Manufacturer narrative:
Debris buildup in the handpiece cable, no oscillation due to an intermittent open condition in the steri-mate handpiece. Debris buildup in the water solenoid, debris buildup in the water supply hose, wrong water filter affecting water quality.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124, after a short time working normally water stops coming through, the handpiece and insert tip are hot.; no injury resulted.